Event description:
Reportedly, the anastomosis was compromised due to the incomplete cute. Anvil needed to be cut out using a scalpel. Case took an extra 1-2 hours. Procedure: lower anterior resection.